Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was 4.25ml remaining of the 92ml infusion in the cassette. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.